Event description:
It was reported that pump battery depleted too quickly while in use, though pump did not shut down. There was no reported impact to the customer¿s blood glucose level. Customer contacted support regarding ongoing cgm error associated with battery depletion, but no additional information was received regarding further actions or outcome of event.